Event description:
The customer called and reported the insulin pump was consistently alarming with no delivery. Customer's blood glucose was 199 mg/dl. Troubleshooting had been completed previously. The customer stated he had not tried all remedies. The customer was advised the insulin pump would be replaced, but if he were to keep receiving the alarms, his infusion sets would need to be examined. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.